Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, pre-sizing with computed tomography (CT) and echocardiogram showed a normal procedure in the 29 millimeter (mm) range with transfemoral access. No pre-dilation was planned. Fluoroscopy was performed. In the first position, the valve was not fully opened and showed infolding. The valve was recaptured. A pre-dilation was then performed with a 22 mm non-medtronic balloon. A new 29 mm valve was then implanted. It was reported that the annulus size was 24.7 millimeter (mm). Per the physician, the patient's aortic valve calcification contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis lab loaded inside the delivery system. A slight infold was observed as the valve was being deployed. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets were stiff exhibiting severe creases and imprints. Due to its dried condition, all leaflets appeared twisted in a closed position. All commissures appeared intact. Blood remnants were noted on the outflow crown. The valve was received in a crimped state. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.